Event description:
It was reported that there were high fico2 alarm on a pt wearing etco2 cannula. The pt was not wearing a mask and their face was not covered. The alarm created a nuisance alarm for the pt. It began alarming soon after the pt was placed on root with isa. The high fico2 alarm is also a nuisance alarm for the nursing staff because the device is connected to patient safety net. High fico2 occurs randomly, but it continued to read high at various times while pt was on monitor. High fico2 alarmed on pt with normal etco2 readings and normal respiratory rate readings from isa. When the etco2 was reading low during when the cannula was not placed properly, the fico2 was reading 4 or lower. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.